Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04149.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned; therefore, an evaluation could not be performed. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst is unknown. The timing of the balloon burst and patient factors were not provided. However, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by edwards affiliate in (B)(6), regarding a 29mm sapien 3 case by tf approach with a commander delivery system in aortic position. During inflation of the commander system the doctor noticed that the pusher was not pulled back. The doctor tried to pull back the pusher but the valve migrated in the lvot. The doctor post-dilated the valve in order to stabilize it in the lvot. However, during post dilation the balloon burst.  It was pulled back to the sheath but doctor was not able to remove the system and vascular surgeon was called. Patient went for surgical valve replacement. The patient died two days later and the cause of death is unknown.